Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedure and hernia mesh implants." No medical records have been provided, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent an open ventral hernia repair procedure to introduce a bard/davol composix l/p mesh, lot no.: huwc0920, to the patient's peritoneal cavity to reinforce tissue affected by the hernia. As reported, to this day, the bard/davol composix l/p mesh remains implanted in the patient. It is alleged that the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants. As alleged, the patient has suffered serious bodily injures that have resulted in pain and suffering, disability, medical and nursing care treatment and aggravation of a preexisting condition due to the alleged defective hernia mesh product implanted in the patient.

Event description:
As was originally reported in 03/2018. (B)(6) 2012: the patient underwent an open ventral hernia repair procedure to introduce a bard/davol composix l/p mesh, lot no.: huwc0920, to the patient's peritoneal cavity to reinforce tissue affected by the hernia. As reported, to this day, the bard/davol composix l/p mesh remains implanted in the patient. It is alleged that the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants. As alleged, the patient has suffered serious bodily injures that have resulted in pain and suffering, disability, medical and nursing care treatment and aggravation of a preexisting condition due to the alleged defective hernia mesh product implanted in the patient. Addendum based on medical records reviewed: (B)(6) 2015 - the patient underwent a robotic-assisted recurrent parastomal hernia repair. Per operative dictation: "existing parastomal hernia mesh (composix lp) was well seated. However, the aperture allowing passage of the colostomy limb had widened, allowing for the parastomal hernia to recur. Based on this finding we elected to revise this repair rather than place an additional prosthesis. A series of interrupted #2 polyester sutures were used to reapproximate the edges of the mesh (composix lp) around the colostomy to eliminate the parastomal defect. The suture were placed between the incorporated portions of the polypropylene mesh on the posterior rectus fascia." (B)(6) 2015 - the patient had an office visits follow up- parastomal hernia. Per md office notes "patient had ostomy from history of colectomy done due to hirschsprung disease. She has had 2 parastomal hernia, last repair was (B)(6) 2015. She has recently been feeling a bulge and a "squishy" feeling and malaise just above her stoma. She has some mild tenderness/discomfort in that region as well. Patient also reports some telescoping/protrusion of the ostomy. She has not had recent follow-up with her colorectal surgeon. States ostomy output has been softer recently."

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional medical and patient information. With the current information available, the conclusion for this file remains inconclusive. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.